Event description:
It was reported that a shaft break occurred. During insertion of a 2.50mm x 12mm emerge balloon catheter, the device fractured outside the patient at around the 90cm area. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 48.2cm from the strain relief. There was contrast and blood in the balloon folds. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that a shaft break occurred. During insertion of a 2.50mm x 12mm emerge balloon catheter, the device fractured outside the patient at around the 90cm area. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries.